Event description:
It was reported that the device had difficulty suctioning blood during use. One hundred fifty cc of blood that was already collected needed to be discarded. The device was replaced with a back-up device. The patient's own pre-donated blood was used for reinfusion. There were no adverse consequences related to this event.

Manufacturer narrative:
The device will not be returned to the manufacturer for evaluation because it was discarded by the account.